Manufacturer narrative:
Product analysis: the stylus of the programmer was damaged. The stylus was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was not working. There was no patient involvement.